Event description:
Healthcare professional reported right side textured to smooth exchange and capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, white particles in the surface of the shell, crease fold and weight to the spec. A microscopic analysis was performed which identify a punctured in the posterior side. Based on the device analysis the final assessment is a puncture opening on posterior due to surgical damage like. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.